Manufacturer narrative:
Batch review performed on (B)(6) 2019; lot 144588: 30 items manufactured and released on 17 september 2014. Expiration date: 2019-08-31. No anomalies found related to the issue. To date, 21 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain and the cause of pain is unknown. The surgeon revised the insert, resurfaced the patella and the surgery was completed successfully.